Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant duplicate glucose (glucm) results generated by unicel dxc 800 pro synchron clinical system for four patient samples. The erroneous results were not reported out of the laboratory. The customer confirm results by either running again on the same instrument or on another analyzer. The reported results were not provided. There was no effect to the patients or to the user.

Manufacturer narrative:
Qc was within established ranges. A bci field service engineer (fse) confirmed the instrument was performing to the specifications. The fse noticed reagent level was very low and replaced the reagent bottle. A definitive root cause for this event has not been determined to date.